Event description:
It was reported following implantation the patient's wife and son reported seeing signs of cognitive impairment, confusion, short term memory problems, difficulty structuring thoughts and difficulty with word retrieval. Specific examples of the patient's cognitive changes were the patient had placed soap in the refrigerator and had confused the hot and cold knobs in the shower. It was also reported the patient had wandered across the street and appeared confused about how he got there. It was noted the symptoms "fluctuated depending on the time of day." It was also noted the patient appeared to have some insight into the fact that he was experiencing cognitive changes. When the patient was seen for a "modulation" appointment the doctor requested an MRI which showed a small abscess and cerebritis along the left lead in the frontal lobe which explained the patient's altered mental status. The patient was admitted and surgery was completed to explant the left lead, extension, and neurostimulator. It was reported the abscess was drained and the patient was placed on IV antibiotics. Cultures showed growth of enterobacter. It was noted the patient had an "uneventful" post-operative course and was discharged with a PICC line for administration of antibiotics at home. Another MRI was performed which showed the resolution of abscess and reduction of left frontal lobe edema. The patient was seen by the neurosurgeon for suture removal and psychiatrist. It was noted that a mental status examination showed the patient had returned to baseline; there was no evidence of confusion, memory disturbance or slowing of cognitive processing. It was noted the patient's right side neurostimulator was programmed and the patient was scheduled to be seen again at a later date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown. Product type: extension: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).